Event description:
A (B)(6) male pt called zoll customer support to report that his monitor was displaying battery pack faults. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. During investigation, the monitor was displaying a code 105 (pulse test relay stuck). The cause of the code 105 was an intermittent solder bridge on component u900, an adg658 low voltage, 8 channel cmos analog multiplexer. Pins 9 and 10 had an intermittent short circuit. The intermittent solder bridge caused incorrect voltage readings for the main battery and capacitor voltage, which caused the battery faults and the code 105. The root cause for the intermittent solder bridge was unable to be positively determined. No adverse event resulted from the intermittent solder bridge. The pt received a replacement monitor.